Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for rubber sleeve not recovering with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the device, bd vacutainer® adapter with luer adapter, had a sleeve which did not recover. No medical intervention or injury reported.